Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery was completed successfully. The pain was due to the osteotomy not going through the bone. The distractor was not the cause of pain. The distractor is scheduled to be removed due to distraction being done with good results.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the surgeon was unable to distract the curviliniear distractor. The patient then reported pain and an uncomfortable feeling at the distraction site. No further information was reported. This report is for one (1) 2.0mm curvilinear distractor r100/left. This is report 1 of 1 for (B)(4).